Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, the patient experienced extra cardiac stimulation resulting in discomfort. The left ventricular (lv) lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.